Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell count of 266/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the source of the patient¿s peritonitis was unknown, it was determined the root cause of this infection was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient has recovered from this event, remains asymptomatic and continues pd therapy on the same liberty select cycler at home following the event.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell count of 266/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the source of the patient¿s peritonitis was unknown, it was determined the root cause of this infection was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient has recovered from this event, remains asymptomatic and continues pd therapy on the same liberty select cycler at home following the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined at the time of this report; however, it was determined the patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). Though the culture presented no growth, it is well known cultures may not yield a microorganism; however, initial symptoms that are responsive to empiric antibiotic therapy are evidence of a peritonitis infection, likely involving a gram-positive pathogen. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient presented to the outpatient clinic on 22/sep/2021 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell count of 266/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the source of the patient¿s peritonitis was unknown, it was determined the root cause of this infection was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient has recovered from this event, remains asymptomatic and continues pd therapy on the same liberty select cycler at home following the event.